Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to an unknown product performance issue. No additional information is available. No adverse patient effects were reported.